Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 247 mg/dl, 111mg/dl, 151mg/dl. (Customer used the same finger for 247, 111mg/dl). Tests were done within 10 minutes with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.